Manufacturer narrative:
On 13 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial revision surgery (femur only) in a (B)(6) woman, two years after primary cementless tha. Radiological images provided show the presence of a small radiolucency in gruen zone 1, but this stem would hardly be defined as "radiographically loose". According to report, however, it was painful but not easy to retrieve. A very slight undersizing might be argued, but this is unlikely to be the cause for loosening and such impression may be related to the lady's age and typical metabolic changes . Aseptic loosening is a possible adverse event following total hip arthroplasty, described in literature, and causes are often not found with certainty. On 23 january 2017 the r&d project manager performed a preliminary investigation based on the image received from the reporter and commented as follows: the photo was analyzed. The ha coating of the stem was totally absorbed, revealing the sandblasted area. Evident signs on the neck and taper was noticed, most probably due to the extraction of the stem, declared to be difficult. No evident signs was noticed in the surface of the ceramic ball head. From the photo it is not possible to determine the root cause of the event. Batch review performed on 24 january 2017. Lot 140767: (B)(4) items manufactured and released on 17 april 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on the same lot (MDR 2016-00340).

Event description:
Thigh and gluteus side pain started 6 months after primary, then pain increased. Suspicion of loosening with light sagging of 3mm (at pressing, the stem went down about 3mm). A revision surgery was performed and, during surgery, per-operative micro movement of the stem was seen but the stem was difficult to be extracted.